Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An administrator reported that following an intraocular lens (iol) implant procedure, lens was explanted due to unspecified reasons. Additional information has been requested.

Manufacturer narrative:
Correction: on initial MDR the patient event code of 4581 was an error. It should have been 4582 on the original MDR. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received there was no patient harm and the patient was not hospitalized for the event. The prognosis was good.